Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. The insulin pump was received with a cracked case (battery tube). The unit p-cap or test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.